Event description:
It was reported on (B)(6) 2026 a 28 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer amulet delivery sheath for a left atrial appendage (laa) closure. The imaging modalities used during the procedure were transesophageal echocardiogram (tee) and computed tomography (CT). The measurement at the landing zone were 19 mm by 23 mm. During the procedure, fluid was given throughout and the left atrial pressure was above 12 mmhg. The patient's baseline heart rhythm was atrial fibrillation. Close criteria were satisfied and no leak was detected around the lobe. A tug test was performed. The device was implanted. The shape of the device was roman helmet. The following day, the device was seen in the left atrium on x-ray during re-assessment via fluoroscopy. The device was removed from the patient via snare. The patient status was stable with no adverse consequences.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.